Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 95% stenosed, 32x3.00mm, eccentric, de novo target lesion was located in the moderately calcified and non-tortuous left anterior descending (lad) artery. Predilation was performed with a 2.50x9mm maverick balloon catheter with residual stenosis of 75%. A 3.00x38mm promus element ¿ long stent was then advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a 2.75x32mm drug eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 212mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).